Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient called and stated that she had a right knee implant on (B)(6) 2016. She stated that she experienced complications, pain and swelling right from the start and it never went away. She stated that she had a revision on (B)(6) 2017. The patient's revision doctor said that when he went in that the implant was "dangling".